Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-550 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Duration of stay was not clear. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.